Event description:
It was reported that there was an alarm error code 43636 and 43639. These high priority alarm events pause the delivery of the pump until the error is addressed. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The pump was found to have no physical damage or defects, and the pump alarmed for error code 45639 immediately after it was powered on. The cause of the customer reported problem was a faulty printed wiring assembly (pwa). Service history review identified that the device was last serviced september 12, 2024, for an issue related to "error code 41622" and the pwa was replaced. The manufacturer representative planned to replace the pwa.